Manufacturer narrative:
As reported, the 5mm x 10cm x 155cm saber rapid exchange (rx) balloon catheter (bc) was used as pre dilation after an unknown guidewire (0.014), but it ruptured at eight atmospheric pressure (atm) during its initial inflation. It was removed from the patient and confirmed that contrast media leaked from the wire lumen. It seemed the wire lumen had been torn. There was no reported patient injury. The lesion was the superficial femoral artery which had chronic total occlusion (cto). The lesion was moderately calcified with mild tortuosity. A contralateral approach was made. There was no difficulty removing the product from the hoop, removing the protective balloon cover, or removing the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast to saline ratio was 1:1 and a non-cordis indeflator was used. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The catheter was never in an acute bend. The plunger depressed into the indeflator when trying to inflate. The balloon re-wrapped properly. The balloon catheter did not kink while being used. The balloon catheter was removed easily, and intact. Other procedural details were requested but are unknown, unavailable, or not applicable. The product was not returned for analysis as it was discarded due to infectious disease. A product history record (phr) review of lot 82191518 revealed no anomalies, or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ and ¿pta/ptca system leakage - in-patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a chronic total occlusion may have contributed to the reported events. Chronically occluded vessels along with the vessel being moderately calcified make crossing into the lesion difficult. It is likely damage to the balloon material and the guidewire lumen occurred in the attempt to cross or while inflation was performed. It is known that calcification may damage balloon material and sharp edges of a lesion may also contribute to damaging the lumen of the balloon catheter. However, without return of the product for analysis it is difficult to draw a clinical conclusion between the device and the reported event. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage, and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective, or preventive action will be taken at this time.

Event description:
As reported, the 5mm x 10cm x 155cm saber rapid exchange (rx) balloon catheter (bc) was used as pre dilation after an unknown guidewire (0.014), but it ruptured at 8 atmospheric pressure (atm) during its initial inflation. It was removed from the patient, and confirmed that contrast media leaked from the wire lumen. It seemed the wire lumen had been torn. There was no reported patient injury. The lesion was the superficial femoral artery which had chronic total occlusion (cto). The lesion was moderately calcified with mild tortuosity. A contralateral approach was made. There was no difficulty removing the product from the hoop, removing the protective balloon cover, or removing the stylet or any of the sterile packaging components. There were no kinks, or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast to saline ratio was 1:1, and a non cordis indeflator was used. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The catheter was never in an acute bend. The plunger depressed into the indeflator when trying to inflate. The balloon re-wrapped properly. The balloon catheter did not kink while being used. The balloon catheter removed easily and intact. Other procedural details were requested, but are unknown, unavailable, or not applicable. The device will not be returned for analysis as it was discarded due to infectious disease.